Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on the bd venflon¿ pro safety shielded IV catheter did not fully cover the needle when activated. The following information was provided by the initial reporter: "safety shield comes to the middle of needle the shield came to the middle of the stylet at the time of stylet removal."

Event description:
It was reported that the safety shield on the bd venflon¿ pro safety shielded IV catheter did not fully cover the needle when activated. The following information was provided by the initial reporter: "safety shield comes to the middle of needle. The shield came to the middle of the stylet at the time of stylet removal."

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, a top web of batch 1274093 was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.